Event description:
A pt reported experiencing inaccurate erratic results with an ot basic meter. The pt's blood glucose was 156, 91 mg/dl within 10, with a difference of 47%. Also another precision test: results were 144, 68 mg/dl within 10 munutes, with a difference of 64%. Pt did not experience any adverse events. No further info has been reported.